Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. There was no reported impact to the customer's blood glucose level. Customer loaded a new cartridge and successfully resumed insulin therapy on the pump.